Event description:
A pt was burned by light cable used in case with x7000. It was in standby mode after case sent through acmi scope through a 28 sheath. Location of burn: on the pt's leg (towards the thigh). Pt position: lithotomy.